Event description:
Right ventricular (rv) lead. Lead integrity alert (lia) for noise. High rate non-sustained episodes, sensing integrity counter (sic). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).